Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent dislodgment occurred. The target lesion was located in the circumflex artery. A 2.25 x 12 synergy drug-eluting stent was advanced for treatment. However, while trying to cross through stent struts, the stent came off the balloon. The procedure was completed with another of the same device. No patient complications were reported and the patient was fine.